Event description:
Originally sent in for repair. Reported as "not forming a ring". Upon preliminary evaluation when received, the instrument was found to have wire in tip and shoot straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a small piece of wire being stuck in the tip. The wire in the tip comes about from a user firing more than the number of allowed constructs which is addressed in the instructions for use for this product. Determined to be a reportable malfunction after completion of evaluation in 2006.